Event description:
A customer reported via phone call indicating that there is a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 253 mg/dl at the time of the call. The customer states that the leak is past the first or second o-rings. The customer was advised tilting the plunger during the filling process as this can force a leak path and to avoid pulling the plunger too far down the barrel as this can force a leak path. The customer does not want to troubleshoot the issue because they know the issue is a leak in the reservoir. The customer will return their reservoir back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.